Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician placed three ruby coils into the target vessel using a non-penumbra microcatheter. While advancing the next ruby coil, the physician experienced resistance, and the ruby coil would not advance within the proximal end of its introducer sheath; therefore, it was removed. The procedure was completed using another coil, penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.